Manufacturer narrative:
Calibration was last performed on (B)(6) 2024 with acceptable results. Qc was acceptable. The customer used a centrifugation time of 5.5 minutes at 2160 revolutions per minute (rpm). Based on the customer's sample tubes, the centrifugation time may be too short and the speed may be too slow. Based on the information provided, the cause of the event could not be determined. The investigation did not identify a product problem.

Manufacturer narrative:
The lpa2 reagent lot number was 73658701 with an expiration date of 31-dec-2024. The field service engineer (fse) did not identify any issues. A 21-cup precision was performed and the results were within specification. The investigation is ongoing.

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for tina-quant lipoprotein (a) gen. 2 (lpa2) on a cobas c 503 analytical unit. The initial result was 63 mg/dl. The repeat result was 53 mgdl. The sample was repeated twice on a different analyzer with results of 41 mg/dl. The results of 41 mg/dl were believed to be correct. No questionable results were reported outside of the laboratory.